Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven devices were received for evaluation; 6 events were duplicated during testing. One event was not duplicated during testing; however, the device was outside of specifications. Four devices were found to be affected by internal corrosion. Three devices were found to have compromised lubrication. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had overheated. Seven events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.